Event description:
It was reported at previous device check two months previously, battery voltage was 2.70 volts and estimated longevity was from 10-19 months. The patient presented to the hospital because she felt tired and heart rate was 25 bpm. The device was replaced due to no output. The patient's status was reported as "fine". No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Other: it was reported at previous device check two months previously, battery voltage was 2.70 volts and estimated longevity was from 10-19 months. The patient presented to the hospital because she felt tired and heart rate was 25 bpm. The device was replaced due to no output. The patient status was reported as "fine". No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Wire, device was out of specification in a manner that relates to event, output, none.